Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes, the device experienced underfill or low draw of a tube with blood and whole tube push off through the non patient end needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: on the morning of (B)(6) 2021, when teacher mencai was drawing blood for patients and using green tubes, he found the tube had low draw. The blood volume was recently reduced and the proportion was about 20%, and the tube occurred push off issue. Due to timely detection, no adverse events were caused.

Manufacturer narrative:
Investigation summary: bd received five (5) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with fifteen (15) retention samples from bd inventory, were evaluated by functional testing and the issues of underfill and tube push off were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. The indicated failure mode of tube push off could not be confirmed. Bd was not able to identify a root cause for the indicated failure modes. Our business team regularly reviews the collected data for identification of emerging trends.